Event description:
A customer reported that during reprocessing, holes were observed in the uretero-reno videoscope coating. There was no patient or user harm reported. The subject device was returned to an olympus service center for evaluation. The inspection and testing found the coating on the insertion section of the tube was deteriorated and peeling off. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
During the device evaluation, it was found that a cut in the connecting tube and a pinhole on the channel tube caused water tightness to be lost. The grip, up/down plate, plate, and universal cord were sticky. The control unit, switch box, and universal cord had scratches. The control unit had corrosion due to water leakage. A worn angle wire caused the bending angle in the up direction to not meet the standard value. A damaged channel tube prevented the forceps from inserting smoothly and prevented the cleaning brush from inserting smoothly. A broken light guide bundle caused a decrease in output light. The connecting tube had a dent. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. Olympus will continue to monitor the field performance of this device.